Event description:
In 2007 the lay user/patient contacted lifescan - affiliate alleging that his one touch ultrasmart meter was reading inaccurately high. The customer care advocate (cca) was unable to reach the patient for additional information/clarification. The patient tested in the morning at 7:10 am and obtained a 5.1 mmol/l (92 mg/dl). He administered his normal amount of insulin, consisting of 38 units of nph and 12 units of toronto. While walking to the breakfast table in his apartment, he passed out. As a result of passing out and falling, the patient broke his left hip and left wrist. The patient reported waking around 5:00 pm on the floor and managed to crawl to his telephone. He was able to contact the paramedics. At 5:00 pm the paramedics treated the patient with orange juice and obtained a blood glucose result of 5.3 mmol/l (95 mg/dl) on their meter. He did not have any food or beverages for some time after. The patient was in the hospital at the time of the call and reported awaiting surgery, which would occur in the next few weeks. It would have been helpful to know the following information: his usual blood glucose readings in the morning, whether he was experiencing any symptoms when he obtained the 5.1 mmol/l at 7:10 am, his insulin regimen, what time he administered insulin, whether the 38 nph & 12 toronto insulin units were based on his sliding scale regimen or a set amount regardless of his blood glucose, would he have had done anything different if his blood glucose had read lower or higher, time of losing consciousness, whether he lives alone, if he administered any self- treatment after calling the paramedics, if he tried to test before the paramedics arrived, whether he was advised by the paramedics/hospital on why he passed out, was the incident diabetes related, the hospital diagnosis and other health conditions, and his testing frequency. The cca confirmed that the unit of measurement was set to mmol/l, the correct testing technique was being used, and the patient was correctly cleaning the puncture area. The patient reported using the forearm as the sample source. The meter, test strips, and control solution were replaced. Although there is insufficient information, the complaint is being reported as an adverse event. The patient alleged passing out and breaking his left leg/left arm due to administering his normal dose of insulin based on the meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.